Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the usb door was broken. Functional testing was performed on the device and no failures related to the customer complaint were found. Review of the receiver log confirmed the customer complaint. The customer complaint of receiver not turning on was confirmed, and the root cause was determined to be hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, receiver would not turn on. No additional patient or event information is available.